Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. During the extraction process, the physician had difficulty removing the lead until the lead started to come apart. The physician then opted to abandon the procedure and put in a temporary pacing wire. This lead was explanted in another surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. During the extraction process, the physician had difficulty removing the lead until the lead started to come apart. The physician then opted to abandon the procedure and put in a temporary pacing wire. This lead was explanted in another surgical procedure. No additional adverse patient effects were reported.